Event description:
It was reported that the patient experienced a hyperglycemia event while using the ilet, with a fingerstick glucose of 505 mg/dl after a recent supply change and an on-screen report indicating a supply set failure; during the follow-up call, glucose was trending down to 305 mg/dl. Symptoms included hyperglycemia. Outcomes included insufficient information regarding impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available, with insufficient information to determine a specific medical device problem or affected device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.